Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and medical records that a patient with a 25mm 2800tfx aortic valve was explanted after an implant duration of 1 years, 7 months due to endocarditis (enterococcus viridans) . The patient presented with fever, fatigue, night sweats and weight loss. The explanted valve was replaced with a 23mm 3300tfx valve. Per medical records, the patient presented with history of 6 weeks of fever, chills. And night sweats with weight loss, he was ultimately diagnosed with infective prosthetic valve endocarditis. His blood tested positive for enterococcus viridian. The patient underwent a redo aortic valve replacement with ascending aortic replacement. Intraoperatively, the aortic valve demonstrated extensive infection with vegetations. The infected valve was removed and a 23mm 3300tfx aortic valve was implanted in replacement. The previously implanted aortic graft was also explanted and a 32 mm gelweave graft was implanted. A small vegetation was found on the posterior leaflet of the native mitral valve which was debrided. The patient was separated from cpb without difficulty. Post bypass tee revealed a well functioning and well seated aortic valve with good left ventricular function. The patient tolerated the procedure well without complications. This is a 60 year old male. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry that a patient with a 25mm 2800tfx aortic valve was explanted after an implant duration of 1 years, 7 months due to unknown reasons. The explanted valve was replaced with a 23mm 3300tfx valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed